Event description:
Patient had a cardioversion using cardio medical product cardio clear defibrillator pads. The patient was shocked with 150 joules, 200 joules and then 200 joules. Immediately after the procedure, the pads were removed. The patient sustained a red, raised outline on his skin. There was a demarcation that outlined the perimeter of the anterior pad. Patient complained of a skin burn at the anterior chest site. Dr examined and requested that silverdene be ordered to the site. Frequency: applied once. Route: cutaneous; atrial fibrillation.